Manufacturer narrative:
Device evaluated by MFR.: a mustang 7 x 20, 75cm was returned for analysis. The device was returned in three sections as a result of two breaks in the inner shaft. The first break occurred 60mm distal to the proximal markerband. The second break occurred 2mm distal to the distal markerband. It is noted that the broken inner shaft was severely stretched. As a result of the breaks, part of the balloon was received separated from the shaft. The recommended introducer/guide sheath size for this device as per mustang product is minimum 5fr. The customers sheath was not returned. An examination of the balloon identified a complete circumferential tear in the balloon material. The tear was located in the mid-section of the balloon material. The balloon was fully bonded on the proximal and distal balloon bond sides. A portion of the balloon inner shaft was completely detached from both the shaft of the device and the balloon material. Distal markerband was present on this portion. This portion of shaft was severely stretched and accordioned. Shaft detached 620mm from distal end of strain relief. The remaining balloon material with tip attached. Tip was found to be stretched and damaged. All damage was confirmed in balloon region of device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17nov2020. It was reported that advancing difficulties occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified superficial femoral artery. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure there was a problem with advancing the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed balloon rupture and shaft break.